Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: a cut on the cable. Based on the results of the investigation, it is likely that the malfunction was caused by the device having "no image" due to a faulty cable. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for use, the camera head's image did not appear. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation for use, the camera head's image did not appear. There were no reports of patient harm.